Manufacturer narrative:
It was noted that this lead is not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was an attempted left ventricular (lv) implant. The physician was unable to fully insert a guidewire into the lead lumen. The lead was extracted and an alternate used to complete the procedure. No adverse patient effects were reported.